Event description:
It was reported that the customer experienced low blood glucose levels and lost her transmitter. The customer's blood glucose was 48 mg/dl. Advised that a replacement transmitter would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.